Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "system message displayed" (device displays error message). The customer reported, a system message displayed during surgery. The company sales representative was called to assist with troubleshooting. The company sales rep advised the customer to reboot the system. The system message would not clear. The system was switched out to completed the case. There was a 10 minutes delay. No patient injury was reported.

Manufacturer narrative:
The company service representative examined the system and confirmed the system message reported. The u/s module was replaced to mitigate the system message reported. The laser footswitch was replaced due to a non-conforming connector. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. (B)(4).